Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿

Event description:
The complainant reported that when inserting the impella cp on the 63-year-old male patient, unresolved suction alarms occurred and the impella could not go above p6. The physician looked at the right ventricle (rv) and said it was struggling. Arterial blood gas (abg) was drawn and the patient was not saturating well. The decision was made to place ECMO and impella was brought down to p2. However, the impella kept getting suction alarms, but ECMO team said the patient had good volume. It was further reported that just before taking the patient off the table, the patient¿s left foot, same side as impella, was blue. The patient was brought to ccu and CT surgeon implanted the external perfusion catheter on the impella side. The surgeon reported that the left foot color looked better. The patient also had a little oozing at the groin. The patient has been moving a lot, which may have caused the oozing. Leg immobilizer placed, dressing changed, and oozing seems better.

Manufacturer narrative:
The investigation for the reported limb ischemia and low pump flow has been completed. The device was not returned for evaluation. Clinical details were not sufficient to determine the root cause of the limb ischemia. Without additional clinical details, the root cause of the limb ischemia could not determined. Data logs were reviewed which showed a trend in placement signal with reported suction alarms and low pump flow during the case run. According to clinical observations, the right ventricle was struggling, and blood volume was administered during the case run. The cause of the low pump flow issue was most likely patient condition related, based on data log review. Added-b1 selected product problem. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.